Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a complex premature ventricular contraction procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. Transseptal puncture was performed, the patient became hypotensive, and a small pericardial effusion was noted when finished in the control echo. However, the patient remained stable. After some time, the patient¿s blood pressure dropped, an echocardiogram and ultrasound confirmed an effusion. A pericardiocentesis was performed to resolve the issue. There were no performance issues with any abbott devices. The physician stated that the transeptal puncture was difficult since the patient had a high chest and not a normal anatomy of the heart. The physician assumes the cause for the reported pericardial effusion is the patients funnel chest.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.